Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d) the patient¿s heart failure worsened and the procedure was aborted. The patient was treated and medications were administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.